Event description:
Troch nail implanted in 2005. Subsequently, the pt's femoral head collapsed and the following month revision was performed to remove troch nail and hardware and implant a calcar femoral component.